Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a chronic total occlusion (cto) treatment procedure, the device tip stopped rotating due to a drive shaft failure. The heavily calcified cto segment was located in the superficial femoral artery (sfa). A truepath crossing device was used to cross the occlusion. During use, the tip of the device stopped rotating due to a drive shaft fracture, which is contained within the device. The procedure was completed with another manufacturers' guide wire. There were no patient complications and the patient was fine post procedure. However, returned device analysis revealed that the tip was delaminated.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned with the torquer and wire still intact. Visual and microscopic inspection found that the nickel tie layer was delaminated from the tip. A kink was found distal to the spindle cap. During functional testing, no tip rotation was observed. The motor housing was then disassembled, and it was observed that the drive shaft was broken at the distal end of the motor housing/spindle cap where the kink was located. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).